Event description:
Philip's is now jerking affected CPAP users around on repair/replacement of their cpaps. They are offering a "(B)(6) (!?)" Buy-out of units they don't want to replace. (B)(6) for a (B)(6) CPAP? Ridiculous. Don't let them play this shell game with consumers. It's bad enough we were told to abruptly stop using our cpaps with no alternative treatment because of philip's reckless incompetence in manufacturing. What were we supposed to do? Now they are denying us repair or replacement of these toxic devices. The FDA's original notifications regarding the recall stated philip's would have defective units repaired within a year. That has proven to be laughable! In typical corporate fashion, and with grotesque lack of concern for client health and well being, they are attempting to buy-out CPAP users for a pittance, and at the same time collect evidence of their incompetence from the field. It's shameful. It is wrong; help us. (B)(6). FDA safety report ID # (B)(4).